Event description:
It was reported while using the cool path catheter during an ablation procedure, the irrigation port broke. The physician noted the irrigation port had snapped and was broken. The procedure was successfully completed. There were no adverse consequences to the pt.

Manufacturer narrative:
A therapy cool path catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.